Event description:
Related manufacturer reference# 3006705815-2019-03438.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference # 3006705815-2019-03438. It was reported the patient has been receiving inadequate therapy due to lead migration. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.